Event description:
It was reported that during a screening colonoscopy, when angulating the scope, it would lock. The physician was thus unable to disengage during removal of a polyp, causing the colon to tear/perforate. Due to the perforation, the patient had to have a right hemicolectomy. The physician stated that the colon was not insufflating during the procedure, and it was unclear if the insufflator malfunctioned or if there was a problem with the scope, or if it was something else. Additional information has been requested multiple times but not received.